Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic evaluation of the returned device revealed that the stent was deformed and broken. Additionally, the distal end of the stent delivery wire was deformed and kinked, and the introducer sheath tip was noted to be damaged. During functional testing resistance was experienced when the stent delivery wire was advanced through the introducer sheath. Information available indicated that the device was confirmed to be in good condition prior to use, and severe friction was encountered during transfer of the stent. It is possible, that the introducer sheath became damaged during insertion into the microcatheter¿s hub causing the friction and observed device damages during analysis. Therefore, based on all available information and device analysis operational context was assigned to the event.

Event description:
Analysis of the returned product revealed that the stent was broken. There was no reported clinical consequences to the patient.